Event description:
It was reported that while the ventilator was connected to a patient it generated two technical error codes and ventilation subsequently stopped. One technical error code indicated disabled valves and the other indicated a communication failure between the monitoring and the breathing subsystems. There was no patient harm. (B)(4). Ref# MFR 8010042-2013-00157.